Event description:
Following angioplasty, the device was advanced to the lesion in the basilar artery without issue. The physician was unable to deploy the stent and removed the device from the patient. Once the device had been removed, it was noted that the stent had partially deployed from the catheter. There was no clinical consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Damaged ancillary trocar the analysis results found that an ancillary trocar was received with the tip broken. No device was returned for analysis. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to remove the ancillary trocar, grasp the finger notches and pull outward. If the trocar is not grasped on the finger notches a higher torque would be applied resulting in breakage of the tip. Please reference the instructions for use for additional information.

Event description:
It was reported that before an unknown procedure, the device was broken. The tip of the blue trocar was noticed to be broken, when removed from the white tray. It could not be used. No storage issue. Another device was used to complete the case. There were no adverse consequences to the patient.